Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good post procedure.